Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The reason for the catheter access port (cap) study on (B)(6) 2016 was due to the patient not receiving pain relief. The results of the nuclear pump reservoir study were consistent with obstructed tubing of the pain pump near the level where the tubing reaches the midline in the back. It was not determined what prevented aspiration and injection into the cap. The inability to aspirate was identified through a catheter dye study and nuclear dye study. The healthcare professional was not able to specify which catheter was involved. Surgical revision was to take place in the near future. The pump setting before the nuclear med study and instillation of saline were hydromorphone (3.964 mg/day) and bupivacaine (1.982 mg/day). The patient medical history includes a diagnosis m54.16 (radiculopathy, lumbar region). Notes from (B)(6) 2016 indicate a xy locaine 1% 1 ml intradermal bleb and saline rinse occurred prn per protocol.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID : 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID : 8709, lot# j10842r57, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (20 mg/ml at 3.303 mg/day) and bupivacaine (10 mg/ml at 1.652 mg/day) via an implanted pump. The indication for pump use was unknown. It was reported that on (B)(6) 2016 a cap (catheter access port) access was done and they were unable to aspirate or infuse drug so they were now going to do a nuclear pump reservoir study. The reporter didn't know if the patient had any symptoms. On (B)(6) 2016 additional information was received from the hcp and it was stated that "they saw the isotope move through the system and the patient noticed when they were no longer getting drug".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.